Manufacturer narrative:
B5.desc evt problem updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2026 feb 3, update received: 55840006545( screw 55840006545 5.5/6 mas 6.5x45 cc .) Is the screw associated with reported adverse event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient with clinical ID (B)(6) pseudarthrosis with screw loosening in the lumbar spine. Onset 01 dec 2025 (post-surgery). CT on (B)(6) 2025 showed screw loosening at the superior and inferior ends of the lumbar construct; marked clinically significant. Site awareness date 10 dec 2025. Interventions/outcome: no hospitalization and no treatment taken for the ae at the time of reporting; referral to neurosurgery and repeat CT under consideration. Outcome status not recovered/not resolved (no outcome date provided). Severity not reported. Relatedness: study device not related; procedure (index surgery) probable. Medical history: ankylosing spondylitis, hypertension, psoriatic arthritis.. (B)(6) 2025, update received site related assessment: probably related to study device.

Manufacturer narrative:
B5: describe event problem updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2026 jan 13, update received narrative: patient reported some increase in low back pain.

Manufacturer narrative:
D6a : implanted date updated e1: postal code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.